Event description:
In 2001, the pt rose from the pt's chair to walk across the room and felt a pop. Then the pt's hip gave way. The pt was unable to bear weight. In the ER an x-ray shows the femoral component has disassociated at it modular junction. Hip was revised 8 days later.